Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had black foreign matter in the gel. The following information was provided by the initial reporter: our phlebotomy staff found an unopened sst vacutainer tube containing a black artifact in the gel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-29 h6: investigation summary bd received one (1) sample and one (1) photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for foreign matter (fm) in the gel was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of fm in the gel. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Additional housekeeping has been implemented to help reduce the introduction of fm during manufacturing. H3 other text : see h10

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had black foreign matter in the gel. The following information was provided by the initial reporter: our phlebotomy staff found an unopened sst vacutainer tube containing a black artifact in the gel.

Manufacturer narrative:
Date of event: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.